Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously high accutni result generated by the unicel® dxl 800 access® immunoassay system for one patient. A patient sample when tested gave an accutni result of 2.05ng/ml which was reported outside of the laboratory. The cardiologist dispatched an ambulance, admitted the patient to the hospital and administered anticoagulant to the patient. A second sample was drawn from the patient and gave a result in the normal reference range 0.03ng/ml. The first sample from the patient was retested the next day upon which it gave a result of 0.027ng/ml within the normal reference range, and a corrected report was issued.

Manufacturer narrative:
Samples were collected in bd vacutainer 4ml serum tubes with gel separator and centrifuged at 2,000g for 10 minutes at room temperature. Per customer, qc was 'ok' when run before and after the event. System checks run two times in the same month in 2009 passed within specifications. A field service engineer (fse) was on-site on the second day. Fse did some investigation, ran multiple qc runs and performed a system check which all passed. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.